Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was able to properly load and was successfully applied to over-stressed surgical tubing. This was repeated with the same result for the remaining clips. The sample was received with (B)(4) clips remaining in the channel indicating that (B)(4) clips were fired by the end user. Although all remaining clips fired properly, the broken ratchet could prevent clips from firing properly. It could not be determined what exactly caused the ratchet ears to break. A CAPA has been previously opened to further investigate loading and feeding issues. Reference file anp1900074540 for investigation photos. The broken ratchet could prevent the clips from loading properly. It could not be determined what exactly caused the ratchet ears to break but a CAPA has been previously opened to further investigate loading and feeding issues. The reported complaint of "clip stuck in applier" was confirmed based upon the sample received. The sample was received with (B)(4) clips remaining in the channel indicating that (B)(4) clips were fired by the end user. Upon functional inspection, all remaining clips were able to properly fire. However, it was found that the ratchet ears were broken which could prevent clips from firing properly. Although the reported defect was confirmed, it could not be determined what exactly caused the ratchet ears to break. A CAPA has been previously opened to further investigate loading and feeding issues.

Event description:
It was reported that during laparoscopic op, customer tried to pre-test but the jaw is not opened clearly so clip stuck at the jaw.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot#73e1800526 investigation did not show issues related to complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during laparoscopic op, customer tried to pre-test but the jaw is not opened clearly so clip stuck at the jaw.